Event description:
Toothbrush heads not attaching/keep falling off - oral-b [device breakage] case narrative: female consumer via e-mail reported that the oral-b toothbrush heads were not attaching to the oral-b toothbrush handle and kept falling off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush heads not attaching/keep falling off - oral-b [device breakage]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush heads were not attaching to the oral-b toothbrush handle and kept falling off. No injury was reported. 09-oct-2024 follow-up via e-mail: the suspect product was confirmed to be the handle and the concomitant product was confirmed to be the refill. The suspect product was oral-b rechargeable toothbrush handle 3771. The suspect product lot was bh23821942. No injury was reported.

Event description:
Toothbrush heads not attaching/keep falling off - oral-b [device breakage]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush heads were not attaching to the oral-b toothbrush handle and kept falling off. No injury was reported. 09-oct-2024 follow-up via e-mail: the suspect product was confirmed to be the handle and the concomitant product was confirmed to be the refill. The suspect product was oral-b rechargeable toothbrush handle 3771. The suspect product lot was bh23821942. No injury was reported. (B)(6) 2024 case update from information initially received on 22-oct-2024: the concomitant product was oral-b power oral care refills precision clean eb20rx. No injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.